Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The seal and tension spring assembly were outside the delivery tube. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon these findings, the reported failure "seal would not load properly" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).